Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description the customer found a small pin hole in the filter.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: d4 lot information updated. G4 510k number corrected. One (1) sample provided was sent to the manufacturing site for evaluation and the results of the investigation confirmed visually that there was a pinhole found on the sample. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. A 100% inspection was done on the retention samples of 271 filters; 3 filters pinholes were found. The raw material supplier confirmed that a vision system and manual inspection are in place to recognize any perforation with the limit of detection being 7 square millimeters (mm). They also confirmed they engage in american association of medical instrumentation (aami) level 3 certification for the supplied spunbond meltblown. Spunbond (sms) material post-treatment. The manufacturing site is aware of this issue and has entered this complaint into our trending report. There are no similar complaints against the reported lot number with this error pattern. Based on the investigation findings, the root cause was unable to be determined at this time.